Manufacturer narrative:
During product evaluation, the device in question (serial number (B)(4)) failed the free flow protection test. Walkmed infusion determined a worn component caused the test failure. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event.

Event description:
While performing a product evaluation, walkmed infusion observed the pump in question (serial number (B)(4)) failed the free flow protection test.